Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2011. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at 487.9mcg/day, and 500mcg/ml baclofen at 488.24mcg/day via an implantable infusion pump for an unknown indication for use. It was stated the patient had a concentration done at 8am on (B)(6) 2017 and started feeling nauseated and dizzy at 10:15am. It was confirmed that the bridge bolus was done accurately and the new concentration wouldn't be delivered until 9 hours after it was updated. No further complications were anticipated/reported. Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported they were not caring for the patient at the time of event. They did not know what actions/interventions were performed relating to the dizziness and nausea. Hcp information was given for hcp caring for patient at time of event. No further complications were reported/anticipated. (B)(6) 2017 lfc1, (hcp): additional information was received from a healthcare provider. It was stated the patient was admitted to the hospital to change out the pump and the patient also had a fractured catheter. It was stated the nausea and dizziness was due to withdrawal caused by the fractured catheter and/or the not functioning pump. It was stated the dizziness and nausea had been resolved. No further complications were anticipated/reported.